Manufacturer narrative:
(B)(4). Silicone tubing abrasion was noted at 14.0mm and 17.0mm from the distal tip.

Event description:
It was reported that high pacing lead impedance was observed. Review of x-ray revealed a shift between pacing electrode and rv coil of the lead. The lead was explanted and replaced.